Event description:
During procedure trocar was inserted in the patient and being used for laparoscopic surgery. A piece of the trocar that was inside of the patient broke off while in use. The trocar was removed from the patient and a replacement was inserted.